Event description:
Status post augmentation with spontaneous deflation of left breast implant initially implanted in 8/86. Revision of left breast with open capsulotomy and replacement of deflated implant.